Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and pump error alarm. No harm requiring medical intervention was reported. The insulin pump was exposed moisture. The customer was assisted with troubleshooting. Customer was unable to successfully clear the alarm. Contacts on battery cap was not missing or damaged. The display did not returned after insulin pump restart. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 35 alarm due to blank display.